Manufacturer narrative:
Device evaluated by MFR.: the returned watchman fxd curve access system was analyzed and the reported event of kink was confirmed. Inspection of the hub, sheath and tip revealed a kink in the sheath 5cm proximal of the tip. There was no other damage or defect found. Product analysis confirmed the reported event as the sheath was kinked causing resistance inserting the dilator. It was considered likely that the sheath kink occurred as a result of factors encountered during the procedure.

Event description:
It was reported that device kink after deployment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) was inserted and a watchman closure device and delivery system (wds) were positioned. The wds was deployed and recaptured as position, anchor, size, and seal (pass) criteria were not met. A kink was observed on the was and the was and wds were removed. A new was was inserted and a new wds was positioned. The wds was deployed and recaptured as pass criteria were not met. A kink was observed on the was and the was and wds were removed. The procedure was not completed due to inability to meet pass criteria.

Event description:
It was reported that device kink after deployment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) was inserted and a watchman closure device and delivery system (wds) were positioned. The wds was deployed and recaptured as position, anchor, size, and seal (pass) criteria were not met. A kink was observed on the was and the was and wds were removed. A new was inserted and a new wds was positioned. The wds was deployed and recaptured as pass criteria were not met. A kink was observed on the was and the was and wds were removed. The procedure was not completed due to inability to meet pass criteria.